Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead displayed noise and poor r wave measurements in both configurations. The noise resulted in the storage of ventricular tachycardia episodes and was recreated with isometrics in unipolar configuration. The noise could not be recreated in bipolar configuration. Pacing inhibition was noted however no adverse patient effects were reported. The lead was explanted and replaced with a new lead. The pacemaker remains implanted. There was no report of adverse patient effects due to the revision procedure.